Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. The reported events of gel stent blockage and high intraocular pressure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the event, and patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported increasing pressure in the right eye that was caused by blockage of the xen®45 gts. Revision of xen®45 gts has been performed. The device remains implanted.

Event description:
Additional information noted blockage was not due to fibrosis or iris. A 2nd xen®45 gts has been implanted and events have been resolved.